Manufacturer narrative:
Customer report was confirmed. The introducer housing (colorite) is broken just above the duck bill valve. The rotating nut and threaded area of the housing were not returned. Also missing is the wiper gasket and silicone gland. An investigation was performed and completed for broken blue connectors. The complaints related to broken blue connectors are associated to the non automatic introducers. They were assembled using the hemovalve made out with resin from colorite supplier. As a part of the materials incoming inspection a verification of the parts for cracks, void oar any molding defect will be performed prior to the release of the material. Our manufacturing process has a 100% in process visual inspection; any defective housing will be capture during this inspection. Several tests have been performed with both resins (colorite and alfagary). Units built with the alfagary material did not break during testing. It was concluded that the alfagary material will be substituted for the valve body.

Event description:
C-cc-dc - kit components damaged or out of spec; as per the caller in 2009 at 2.30pm the introducer and the pacing probe were inserted. The following morning at 05.00 am it was discovered that infusion fluid was leaking from the end/tip of the introducer; the tip of the introducer was broken (physically). Additional information received in the afternoon 2 days later: after this the infusion fluid was stopped. The pacing probe was left in place for about 2-3 hours and then removed. After this a new introducer and pacing probe were inserted. No complications to the patient due to this incident. Follow up indicated that the tip was broken when staff entered the room, no idea what had happened. Further follow up indicated that the patient was in good condition (no big movements), and should not have been able to cause this problem. Further follow up indicated that the tip did not break in the patient, the introducer broke further out (away from the patient), the blue end of the introducer where the pacing probe was inserted and fixed (the blue part also contains the entry point of the infusion lumen). It was verified that it is the blue connector that was broke.